Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (connect belt messages) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open connection between pins 9 and 10 in the electrode belt trunk cable connector. The root cause for the open connection in the trunk cable connector could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving "connect belt" messages.